Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week after the implant procedure, the implantable cardiac monitor (icm) detected a false asystole episode. It was also noted that the device "was not matured into the pocket yet and was moving around." The device remains in use. No patient complications have been reported as a result of this event.